Event description:
Five months postoperatively the patient presented with partial stent obstruction due to iris synechiae. There was no iop elevation associated with the stent obstruction. Surgical intervention was performed on (B)(6) 2015 to laser the obstruction. The patient was seen on (B)(6) 2015 and the stent was no longer obstructed. Iris synechiae was still observed and will be monitored. Pred forte 1% was prescribed for 5 days.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The stent remains implanted in the patient and is not available for evaluation. Stent obstruction is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).